Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil had migrated out of her fallopian tube and into her pelvic abdominal cavity'), embedded device ('her other essure coil had migrated out of her fallopian tube and was embedded in her uterus') and device expulsion ('her other essure coil had migrated out of her fallopian tube and was embedded in her uterus') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hta ablation performed concomitantly with insertion". The patient's medical history included chest pain, pelvic congestion syndrome, bone lesion, adenomyosis, endocervical squamous metaplasia, cervix inflammation, leiomyoma of uterus, unspecified and ovarian cyst. CT scan result in (B)(6) 2015: right essure coil had migrated out of her fallopian tube and into her pelvic and abdominal cavity, and that her other essure coil had migrated out of her fallopian tube and was imbedded in her uterus. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), fibromyalgia ("fibromyalgia"), dyspareunia ("pain during intercourse"), tooth disorder ("dental problems") and fatigue ("chronic fatigue"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, embedded device, device expulsion, pelvic discomfort, menorrhagia, back pain, abdominal distension, abdominal pain, fibromyalgia, dyspareunia, tooth disorder and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, device dislocation, device expulsion, dyspareunia, embedded device, fatigue, fibromyalgia, menorrhagia, pelvic discomfort and tooth disorder to be related to essure. The reporter commented: 2-3 coils were seen at the ostia after completion. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2015: results: coil was imbedded in uterus. Hysterosalpingogram - on (B)(6) 2015: proper location of essure devices and tubal patency cannot be determined due to prior endometrial ablation.. Concerning the injuries reported in this case, the following one were reported via mr: medical device monitoring error. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-mar-2021: mr received. Reporter information, patient medical history, lab data, event: hta ablation performed concomitantly with insertion, rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil had migrated out of her fallopian tube and into her pelvic abdominal cavity'), embedded device ('her other essure coil had migrated out of her fallopian tube and was embedded in her uterus') and device expulsion ('her other esure coil had migrated out of her fallopian tube and was embedded in her uterus') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation (hta) performed concomitantly with insertion". The patient's medical history included chest pain, pelvic congestion syndrome, bone lesion, adenomyosis, endocervical squamous metaplasia, cervix inflammation, leiomyoma of uterus, unspecified and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("pain during intercourse"), abdominal distension ("abdominal bloating"), fibromyalgia ("fibromyalgia"), tooth disorder ("dental problems") and fatigue ("chronic fatigue"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with left salpingoophorectomy and hysterectomy with left salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, embedded device, device expulsion, pelvic discomfort, abdominal pain, back pain, menorrhagia, dyspareunia, abdominal distension, fibromyalgia, tooth disorder and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, device dislocation, device expulsion, dyspareunia, embedded device, fatigue, fibromyalgia, menorrhagia, pelvic discomfort and tooth disorder to be related to essure. The reporter commented: 2-3 coils were seen at the ostia after completion . Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2015: right essure coil had migrated out of her fallopian tube and into her pelvic and abdominal cavity; the other essure coil had migrated out of her fallopian tube and was imbedded in her uterus. Hysterosalpingogram - on (B)(6) 2015: proper location of essure devices and tubal patency cannot be determined due to prior endometrial ablation. Concerning the injuries reported in this case, the following one were reported via mr: medical device monitoring error. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states, on behalf of a plaintiff/plaintiffs family in united states on 13-jun-2016 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. Plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, fibromyalgia, pain during intercourse, dental problems, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. In or around (B)(6) 2015, plaintiff underwent a CT scan and an internal sonogram in an effort to determine the cause of her health problems. At that time, plaintiffs treating physician informed her that her right essure coil had migrated out of her fallopian tube and into her pelvic and abdominal cavity, and that her other essure coil had migrated out of her fallopian tube and was embedded in her uterus. Consequently, and as a result of plaintiff's constant pain and suffering, plaintiffs treating physician recommended that she undergo a hysterectomy to remove the essure coils. In or around (B)(6) 2015, plaintiff underwent a hysterectomy to have the essure coils removed. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Follow-up received on 23-jun-2016: the ptc investigation result was provided. (B)(4). Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no (B)(4) can be provided. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and she underwent a CT (computerized tomogram) scan and an internal sonogram which result showed right essure coil had migrated out of her fallopian tube and into her pelvic abdominal cavity and her other essure coil had migrated out of her fallopian tube and was embedded in her uterus. About 3 years and 4 months after essure insertion, plaintiff underwent a hysterectomy to have the essure coils removed. These events are serious due to their medical importance and listed according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. In this case, the exact date and mechanism of device migration and device embedded were not known. However, based on their nature and considering compatible temporal relationship, a causal relationship between the events and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.